Manufacturer narrative:
D2b: product code: dqy device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 1mm distal of the distal markerband. As per specification, the rated burst pressure for this device is 34 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that balloon leakage occurred. The target lesion was located in the arteriovenous fistula. A 7.0mm x 40mm x 75cm athletis balloon catheter was used for dilatation. During the procedure, it was noted that the contrast medium had leaked out. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a balloon pinhole.